Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a legal attorney. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on april 05, 2021 the surgeon and surgical team performed several procedures including an anterior lumbar interbody fusion and bone graft. All procedures were performed pursuant to the standard of care, with no deviation from the surgical steps. These procedures included the implantation of the depuy products. On april 07, 2021 the surgeon and surgical team performed several procedures including revision procedures, osteotomy procedures, and removal of hardware. During the spine procedure the surgeon cut the depuy transition rods between the c6 and t1 spinal levels. The cervical portion of these were removed. The set caps were removed. Lateral mass screws at c4-c5 and c6 were removed. The surgeon also observed that the fusion mass around c3-4 was weak and was easily spread apart. The surgeon then implanted cervical rods with connectors to the t1 level. These procedures included the implantation of the depuy products. This report is for one (1) anti backout screw, 25 mm. This is report 3 of 4 for complaint (B)(4).